Event description:
It was reported that the hcu30 unit tripped the 20 amp breaker 4 times during a case. The current draw was verified and was found to be in spec. A 20a breaker was replaced. There was no report of patient injury or death. (B)(4).